Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The 1.8mm sleeve accessory was too supple/ flexible. Impossible to pass into the 2.2 mm incision. The surgeon had to changed the sleeve. No patient injury. No product available for return.